Manufacturer narrative:
This was initially reported on the summary report dated 10/31/2014 under exemption e2013032

Event description:
It was reported by the plaintiff&#38112;attorney that the plaintiff allegedly experienced emotional distress and a product problem. The mesh remains implanted. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 3011770902-2016-00314.